Event description:
It was reported to philips that the system's image disk was full which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the procedure was finished after remote engineer solved the issue remotely. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's image disk was full which can impact imaging. Upon troubleshooting, the philips remote service engineer (rse) found that image disk needs to be recreated. To resolve the issue, rse performed an image recreation via the remote console. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.